Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient exhibited an infection with inflammation at the pacemaker implant site. The patient was hospitalized and received pharmacological intervention, the outcome was resolved and the device remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.